Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The device alarmed system error 345 which was confirmed through a review of the event history log (ehl) but not reproduced during evaluation. The cause was identified to be an out of specification downstream thermistor which failed calibration. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device alarmed system error 345 (thermistor disparity). No additional information is available.